Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided. Product complaint #: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Discarded instruments from a c stem amt consignment kit discarded making the kit incomplete and not usable. Missing items: hohmann retractor 2181-10-000; pinnacle alignment rod 9653-68-000; box chisel small 2002-31-000; stem introducer 2522-00-502; 36mm -2 trial head 2531-5-0000.